Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the eea fired appropriately, however, the anvil did not tilt once the 2 full turns were administered. The device did "click" at the full 2 turns but did not tilt. When trying to remove the device through the anastomosis, the manipulation damaged the pouch slightly and had to be repaired. More time was needed to slowly and carefully remove through the anastomosis. The case was extended by 10 minutes.